Event description:
An aneurx bifurcated stent graft of unknown size and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The aneurysm and aneurysm neck were reported to be very angulated, requiring anterior-posterior placement of the bifurcated stent graft. Vessel morphology is unknown. The pt had a positive cardiac history. During the implant procedure, it was reported that the renal arteries were partially occluded by placement of the stent graft. One day post-operatively, the pt stopped producing urine, and it was reported that the stent graft was completely occluding the renal arteries. The pt was returned to the operating room, and the physician pulled the stent graft down and placed stents in the renal arteries. Post-operatively, the pt went into ventricular fibrillation and died. No autopsy was performed.